Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2009 and the mesh was implanted. It was also reported that the patient had vaginal suppuration on several years and disabling joint pain. And the patient was subject of intervention for the ablation of the device which was migrated. The explantation procedure was performed on (B)(6) 2015. The surgeon could not retrieve the entire device. Today, the patient has several joint pain and urinary continence. No further information is available.